Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. A no external power and low voltage advisory event was captured on (B)(6) 2024 at 09:30 while tethered to the power module that lasted 6 seconds. The event resolved when power was restored to the power module.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the submitted log files were reviewed following the reported event of no external power and low voltage hazard alarms. The reported alarms are addressed under the system controller investigation. The controller event log file contained data spanning 6 days (20mar2024 ¿ 25mar2024 per the timestamp). The data in the log file did not indicate any issues with the power module. The power module was not returned for evaluation. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.